Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular lead was under sensing and there were mismatched markers on the pacemaker diagnostics. Device and lead are in use. No patient complications were reported as a result of this event.